Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2024, it was reported by a sales representative via phone that an ar-2350 tension tight button broke off the handle when shuttling #5 suture. The locking threads fractured off in the button. The case was completed using another tensiontight button. This occurred during use in a case with no patient effect. No delay in case.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.